Event description:
Baby with long-term trach, nurse doing routine care. "Baby developed huge air leak"; increased oxygen, and quickly switched to a different trach (removed defective trach, inserted a different trach). Break in trach tube noted on removal. (Jagged-edged tear at base of port-where tube meets hub, tear is in tube.) Trach had been put in pt 1 1/2 days prior to incident.